Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products model: 638bl36, annuloplasty band; implant: (B)(6) 2015. (B)(4).

Event description:
It was reported that a patient currently enrolled in the product surveillance registry study had their right ventricular (rv) lead dislodge post-op. An intervention was completed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.